Event description:
Customer reported the insulin pump alarmed motor error multiple times. Customer's blood glucose was unk. Customer was advised to discontinue use of the device. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.